Manufacturer narrative:
Philips has investigated this allegation. At the time this case was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the information was reported. Since that time, it was identified that there was no event, nor malfunction associated with this allegation. The investigation into the reported allegation identified that due to an internal philips processing issue, the implementation of an fcsa on pc replacement, was processed as a complaint.

Event description:
It was reported to philips that the device's flexvision computer's disk bay needed to be replaced, which can affect booting. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.